Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint can be confirmed based on the lot history. The probable root cause was due to an incomplete insertion during manual assembly. The device history record (DHR) was reviewed. Corrective and preventive action (CAPA) is in process. Updated information can be found in d9.

Event description:
A complaint was received regarding 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave manifold w/check valve, nanoclave, 4-way nanoclave stopcock (red ring), rotating luer that experienced leakage during use. The reporter stated the following:¿ on (B)(6) 2025, the nurse installed an infusion extension kit on a central line. The nurse noticed that the device was leaking between the adapter and the yellow tubing.¿ there was leakage of parenteral nutrition in the child's bed, lasting approximately ten minutes. A device change of the same reference, was made. The event was reported to ansm: french regulatory agency.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc330715. This product was used for the product code, and 501k. The device has been requested for evaluation- it has not been received. The investigation is pending.